Manufacturer narrative:
Findings: unit received with blank display. Problem isolated to electronic assembly. Unable to perform functional test due to blank display. Unable to verify alarm due to blank display anomaly. Unit had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. Customer's blood glucose was unknown at the time of incident.  Troubleshooting found that the pump was dropped. No further details given.